Manufacturer narrative:
Qn# (B)(4). Sample of 522221 lot k8 was received for evaluation. The accessory devices lc and lc cable were not included with the shipment. Visual examination of the scope noted deep scratches in the solder surrounding the lumens between the light channel and the suction tube. The source of these scratches is unknown. This area exhibits light scratches and the finish has been damaged. The interior of the scope was inspected for foreign material and workmanship with no concerns were noted. A functional test could not be performed as the mating components were not returned. The scope surface was inspected under magnification. The regions of the main tube which were scraped exhibit removal of the laser safe finish. The scope body is manufactured from 300 series stainless steel. The laser safe finish is a glass-beaded matte finish which disperses the laser in multiple directions. Intentionally scraping with another instrument with a hard edge will damage the finish and may remove particles. No corrective action is warranted at this time and no deficiencies of workmanship were noted. There are no complaints in range for this catalog number. The database was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 522221. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that metal particles were observed on the vocal cords suspecting they came from the laryngoscope.